Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'low downstream' but not reproduced during evaluation. The device was sent to the flow line and tested for downstream occlusion detection and it passed. A review of the event history log identified multiple occurrences of downstream occlusion messages as confirmation of the reported issue. It was found that the downstream tubing guide gap was out of specification. The downstream tubing guide gap was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a low downstream issue. There was no known patient injury or medical intervention associated with this event. No additional information is available.